Manufacturer narrative:
(B)(4).

Event description:
It was reported that surgeon revised patient's articular insert due to medial lateral instability, few months following tka. Hiflex poly insert was revised to a constrained poly insert.